Event description:
During the pulsed field ablation atrial fibrillation procedure, there was a procedural delay due to an amplifier issue. When the ensite x amplifier was turned on, a solid orange light appeared. The fiber cables were changed, about 5 reboots with complete shutdown of the dws and amplifier were performed, and a different power source was tried with no resolution. The ensite precision was used to complete the procedure. There were no adverse consequences to the patient.